Manufacturer narrative:
D4: primary unique device identification (UDI) number - (B)(4). E1: telephone number - (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of an evoque procedure in the tricuspid position. During procedure, an asystole occurred and a permanent pacemaker (ppm) was implanted. The patient's baseline rhythm was sinus rhythm. During valve release, the patient experienced an immediate rhythm change to asystole after the valve was released and implanted. The final deployment position of the valve was at annular level, as intended. A ppm was implanted intra-procedurally following the event. The reported patient outcome was stable condition.